Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. One half of the clip does not close. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.